Event description:
User received discrepant digoxin result for one patient sample. Original result was 7.5 ng/ml, repeat result was <0.2 ng/ml. Original result was not reported. The field service representative determined the test was unintentionally run with a dilution as the dilution selection programmed for the previous sample was not turned off. The software programming was reset to run without a dilution. Performance tests were performed which were within specification.